Event description:
The customer reported receiving multiple a121 alarms from the insulin pump, with no significant events occurring beforehand. An a117 alarm was also reported when the customer searched through the insulin pump history. The customer was advised that the insulin pump would need to be replaced, but that they could use the device if they monitored carefully until receiving the replacement. The customer's blood glucose values were unknown. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.